Manufacturer narrative:
Based on the info provided, the reported issue is either an unreproducible single event or specifically related to the first draw of the pt where the false positive reaction was obtained with. Apart from this single sample, no other sample (even the redraw) processed in this lab came up with a similar result image. It could be that the sample in question had unique (negative) properties due to sample preparation, treatment or storage upfront the application to tango optimo. We do not see any indication for an instrument. The iti on hand is part of a series of complaints with delayed reporting to the authorities. All of these cases will individually be investigated and processed but will collectively induce a CAPA.

Event description:
The customer complained that cell 2 of 3 cell screen yielded false positives. No sample were available for repeated testing. The image we received from the customer did not show a routine positive reaction but rather an invalid reaction. No other images were of similar appearance. A yearly pm was conducted very shortly before the date of event. During this yearly pm, the device was carefully checked by qualified personnel with no indication of any instrument malfunction. A re-run with a second draw of the same pt resulted negative regarding all the p-cells.